Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving clonidine 75 mcg/ml at a dose of 32 mcg/day via an implantable pump. It was reported that multiple motor stalls occurred: motor stall occurred on (B)(6) 2019 at 23:19 with recovery on (B)(6) 2019 at 23:42. Motor stall occurred on (B)(6) 2019 at 09:50 with recovery on (B)(6) 2019 at 09:55. Motor stall occurred on (B)(6) 2019 at 10:59 at the time the logs were read at 08:16 on (B)(6) 2019, the last motor stall was still active. It was noted that on (B)(6) 2019 the drug morphine 5 mg/ml was replaced by clonidine 75 mcg/ml. It was indicated that the hcp was aware of off-label use, but mentioned that he did not believe that the use of clonidine was the root cause of the motor stall. Replacement of the pump was planned but not yet scheduled at the time of the report. No further actions were reported or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train, and specifically residue on the gear pinion of gear number two. Analysis also identified wearing on the lower shaft of the rotor. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Analysis identified residue on the gear pinion of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was replaced and was being returned.